Event description:
The customer reported that they have a question as to whether this device is delivering energy within specifications. No report of patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.